Event description:
Device 1 of 3. Reference MFR reports: 3008829311-2017-00849; 3008829311-2017-00850. It was reported the patient experienced an infection at the lead insertion site. The patient¿s system was subsequently removed. Further information was not provided to the manufacturer.